Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) levels resulting in obtaining assistance from emergency medical services (ems). Reportedly, the customer suspected the cause was due to poor insulin absorption at the insertion site. Recommendation was made to consult with a healthcare provider regarding diabetes management. No additional information was provided.